Event description:
The report received from the affiliate indicated that approximately seventeen days after the index procedure the patient fell down at home and was taken by ambulance to the hospital. A cardiac echocardiogram was done and zero shrinkage was observed at the wide range of the anterior wall. A thrombotic event was suspected involving the two cypher stents implanted in the left main/mid left anterior descending (lad) target lesion and thrombolytics were administered - monteplase 2,200,000 units. Two weeks later, coronary angiography was done and there was no thrombus observed and the flow was satisfactory. No problems were reported involving the other stents implanted during the index procedure. No intervention was done. The physician's comments were that he suspects a thrombotic event even though no thrombus was observed angiographically. The possible causes of the thrombotic event: 1) there was a disturbance of blood flow existing because of the overlap area of the stents at the target lesion site were flexed making the diameter of the stents smaller than the diameter of the vessel. 2) aspirin was not administered because the blood clotting was well controlled. Therefore, the event was not related to the cypher stent.

Manufacturer narrative:
Index procedure: the target lesion was an elective case. Lesion #1-1: the target lesion was the left main/mid lad coronary artery. The lesion was reported to be: de novo, concentric, a bifurcation lesion, calcified, ostial, 50 mm in length, vessel diameter of 3.0 mm, and type c. The lesion was pre-dilated with a 3.0 x 14 mm balloon at 8 atm for 5 sec. A cypher 3.0 x 33 mm stent was implanted at 18 atm for 30 sec. An add'l cypher 3.5 x 23 mm stent was implanted at 18 for 10 sec proximal to the first stent in overlapping fashion. The stents were post-dilated with a 4.0 x 15 mm balloon at 24 atm for 5 sec. Ivus was done. The flow pre and post-procedure was timi 3. The residual stenosis was 0%. Lesion #1-2: the target lesion was the proximal circumflex. The lesion was reported to be: de novo, eccentric, ostial, 12 mm in length, vessel diameter of 3.0 mm and type c. The lesion was pre-dilated with a 3.0 x 14 mm balloon at 8 atm for 5 sec. A cypher 3.0 x 13 mm stent was implanted at 15 atm for 15 sec by t-stenting with the previously implanted stents in lesion #1-1. The stent was not post-dilated. Ivus was not done. The flow pre and post-procedure was timi 3. The residual stenosis was 0%. An act was not measured. Lesion #1-3: the target lesion was the internal mammary artery. The lesion was reported to be: de novo, concentric, 20 mm in length, vessel diameter of 3.0 mm, and type b1. A cypher 3.0 x 23 mm stent was implanted at 16 atm for 30 sec by direct stenting. The stent was not post-dilated. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2007-01360.